Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with dka. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that he was vomiting, so he went to the ER for treatment. He was diagnosed with dka (diabetic ketoacidosis) and was kept in the ICU for five days.